Event description:
During priming for a cardiopulmonary bypass procedure, the air bubble detector issued a "level sensor error" message. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval is in progress, but not yet concluded.